Event description:
The hospital reported that after sterilization, it was noticed that the scope lens was cracked. There was no patient involvement reported by the hospital.

Manufacturer narrative:
Investigation details: initial observation shows that the scope distal (window) shaft has dent. The scope was shipped for further investigation. A supplemental report will be submitted when the investigation results are received.